Event description:
It was reported that a navigation system positioning sensor unit (psu) recognition defect was confirmed during inspection. There was no patient involvement

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: UDI#: (B)(4) h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing the reported issue was confirmed. The results of the analysis concluded that the returned psu had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. The psu had electrical failure. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.